Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the device did power up while using its internal battery, however, the device could not detect an external power source. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device did not power on. There was no patient harm or serious injury reported as a result of this incident.